Event description:
New information noted that the patient was suspected to have developed endocarditis. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-17735. Related manufacturer reference number: 2017865-2020-17736. Related manufacturer reference number: 2017865-2020-17737. It was reported that the patient presented to the hospital due to unknown reasons. It was noted that the patient was experiencing an infection. The implantable cardioverter defibrillator - ICD system was explanted. The patient condition was unknown.